Event description:
Reportedly, total fluid loss incorrect.

Manufacturer narrative:
Substitution scale and filtration scale. Evaluation: results of the investigation performed by the service technician could not determine a root cause. The service technician calibrated the substitution scale and the filtration scale, and a failure mode of "calibration error" was assigned for both the scales.